Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate adapter and cable. Customer's blood glucose value was between 140-150 mg/dl. Replacement adapter and cable were sent to customer.

Manufacturer narrative:
B3